Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was experiencing dizziness and difficulty breathing. His cgm was reading 200 mg/dl at this time. No bg meter comparison value was reported. The patient called emergency medical services (ems). Once ems arrived, the patient¿s cgm was still reading 200 mg/dl and his bg meter was reading 48 mg/dl. The patient was given orange and apple juice as treatment. Despite treatment, the patient¿s bg level did not rise. Therefore, ems took the patient to the emergency room. At the emergency room, the patient was given juice and water. Blood work and a breathing treatment were also done. There was no mention of the patient¿s bg meter or cgm value upon arrival to the emergency room. The patient was discharged home later the same day. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid when ems arrived. No additional patient or event information is available.